Event description:
It was reported surgical intervention was undertaken on (B)(6) 2015 at which time the lead was repositioned. Stimulation was restored postoperatively. The issue is resolved.

Event description:
It was reported during removal of the trial patient's incision bandages (B)(6) the extension tail was not securely attached to the skin. At that time, it was discovered the extension tail had migrated under the skin. Reportedly, the nursing staff attempted to adjust the lead back out to no avail. Surgical intervention may be undertaken at a future date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.